Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned multiple no delivery alarms during bolus. Customer also reported noticing that the cannula was bent. Blood glucose level was 289 mg/dl at the time of the call. Customer reported treating with a manual injection. No further information was provided.